Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously high platelets (plt) result generated by the coulter lh 750 analyzer for one pt. Customer tested a sample for plt and obtained a result of 177 x 10 to the third power cells/ul. Another sample was redrawn the same day and recovered similar results. The customer performed a manual smear and a lower platelet count was observed. A new sample was run on a different instrument and gave a plt result of 170 x 10 to the third power cells/ul. Erroneous results were reported out followed by a corrected report. There was no change to pt treatment.

Manufacturer narrative:
Sample was collected in vacutainer tube. Controls are run every shift. Controls were run before and after this incident. The instrument is current within qc specifications with respect to control (accuracy) and reproducibility (precision). No service was dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.